Manufacturer narrative:
Update made to f10/h6: component codes: replace g04034 with g04001. B5: during follow up, it was clarified that there was a disconnection between the y-set and the "port." The patient would feel it unscrew but would hold it down to avoid letting it pop off again. H11: the device was received for evaluation with tubing to the connectors only and without a drain bag. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The white patient connector was connected and disconnected using an in-lab female connector and no issues or leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a capd disconnect y set had a connection issue; further described as ¿came apart at the y-set¿. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.